Manufacturer narrative:
B3. Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via a literary article that a pseudoaneurysm with popliteal artery rupture occurred post-procedure, requiring emergency surgery. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure to treat a chronic total occlusion in the right popliteal artery, followed by drug-coated balloon angioplasty. There were no complications during the index procedure, and the symptoms were relieved. The patient was discharged with aspirin and cilostazol after the third day of treatment. On the 6th postoperative day, however, the patient visited the emergency room with severe pain and swelling in his right calf. The patient could not walk on his right leg. The hemoglobin had decreased from the postoperative value, and a pseudoaneurysm with popliteal artery (pa) rupture was detected. The anterior wall of the pa was found to be ruptured and was identified after a longitudinal incision of the posterior wall, revealing severely calcified intimal plaques. Emergency surgery was performed, and the hematoma of the popliteal fossa was evacuated. The surgery was completed after insertion of a jackson-pratt drain. One week postoperatively, the patient symptoms abated, and the patient was discharged without complications.